Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported the guidewire was fractured during surgery and the fractured tip was left in the patient's bone.

Manufacturer narrative:
This report is being amended to reflect changes in sections. There are no components available for evaluation. Lot information for the device is unknown and as a result, device history records and receiving/inspection reports cannot be reviewed. This device is used for treatment. Insufficient evidence exists to conclusively determine root cause.